Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 415 mg/dl. Customer's health care provider administrated a manual injection to address bg. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the pump date became inaccurate multiple times. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.